Event description:
While the unit was in use on a pt, the unit would not operate on ac power and the battery charge light was not lit. The pt was switched to another unit and therapy was continued. No pt injury was reported.